Manufacturer narrative:
Additional information: d10, h2, h3, h6, h10. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies. The reported event of high lead impedance was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that during the implant procedure the physician made several attempts to place the right ventricular lead. However, the pacing impedance measurements exceeded the upper limit. The procedure was completed with a replacement lead. The patient was stable.